Manufacturer narrative:
Correction: device code previously reported as material puncture/hole (1504) was update to material rupture (1546). Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 35mm proximal of the distal balloon bond. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No damage or kinks were identified on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a vein. A 16-6/5.8/75 xxl balloon was advanced for dilatation. However, during inflation, it was noticed that there was a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a vein. A 16-6/5.8/75 xxl balloon was advanced for dilatation. However, during inflation, it was noticed that there was a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications reported.